Event description:
Patient reported she is not seeing a mist after 3 minutes of using it. She said she still sees liquid in reservoir but she will turn it off and on and keeps up with cleaning it but feels like something seems stuck and she isn't getting the full dose. She also has been taking deep breaths in and out of her mouth, recommended to try to breath in through mouth and out through nose. She advised that she has not seen any relief from medication and is still experiencing shortness of breath. (B)(6), medical information at (B)(6), advised that it seems like the compressor is not working effectively and may need to be replaced (case #(B)(4)). Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.